Event description:
The customer reported that there was low blood glucose event and sensor glucose versus blood glucose discrepancy. Customer stated that his sensor glucose reading was at mid-70's mg/dl and his blood glucose was 32 mg/dl. Offered to troubleshoot but customer declined. Explained to the customer that the sensor was designed not a replacement for blood glucose reading but to allow their health care provider to track their trends and patterns to provide them better treatment options and to make adjustments as needed. Customer was not satisfied with the explanation and stated it was faulty and defective product. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.